Manufacturer narrative:
Report was sent in error as a duplicate for MFR report number: 2647580-2018-01586. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open thyroidectomy procedure. There were issues experienced with the loading or firing of the clips. Clips were able to load properly and be fired from the device. Some of the clips were malformed and some of the clips were formed correctly. The surgeon was not able to squeeze the handles when the issue occurred. The jaws of the device did lock on the tissue. The jaws did not shut down completely. Little clips fell into the cavity of the patient and were extracted with tweezers. In order to resolve the issue and complete the case, opened another one. There was no patient harm. There was no patient injury.

Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.